Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with sw779t - s4 polyaxial screw 6.0x60mm. According to the complaint description, implants were to be removed during a revision surgery. The patient had fully fused and anatomy had fully healed. The surgeon and patient agreed on the s4 lumbar pedicle system removal. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: sw779t/ s4 polyaxial screw 6.0x60mm (aesculap ag reference no. (B)(4): 9610612-2025-00121), sw779t/ s4 polyaxial screw 6.0x60mm (aesculap ag reference no. (B)(4)7: 9610612-2025-00122), sw778t/ s4 polyaxial screw 6.0x55mm (aesculap ag reference no. (B)(4): 9610612-2025-00123), sw778t/ s4 polyaxial screw 6.0x55mm (aesculap ag reference no. (B)(4): 9610612-2025-00124), sw656t/ s4 pre-bent rod 5.5x45mm (aesculap ag reference no. (B)(4): 9610612-2025-00125), sw656t/ s4 pre-bent rod 5.5x45mm (aesculap ag reference no. (B)(4): 9610612-2025-00126), sw790t/ s4 set screw new version (aesculap ag reference no. (B)(4): 9610612-2025-00127), sw790t/ s4 set screw new version (aesculap ag reference no. (B)(4): 9610612-2025-00128), sw790t/ s4 set screw new version (aesculap ag reference no. (B)(4): 9610612-2025-00129), sw790t/ s4 set screw new version (aesculap ag reference no. (B)(4): 9610612-2025-00130).

Manufacturer narrative:
Additional information: h6 - codes updated. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered no longer reportable for the following reasons: - no serious public health threat / falsified product. - no serious incident. - the investigation results revealed that the product worked as intended. Investigation findings: the complained products were not available for investigation. According to the complaint description and after evaluating the available information, the product(s) worked as expected. The fusion of the vertebrae proceeded as expected; no defect or malfunction of any of the implants was reported. Removal of the implants after fusion can but does not have to be carried out. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Even after faithful attempts, no further information was received. Conclusion/preventive measures: according to the complaint description there is no product failure and no product related problem. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. There is no indication for a material-, manufacturing- or design-related failure.

Event description:
Associated medwatch reports: sw779t/ s4 polyaxial screw 6.0x60mm (aesculap ag reference no.(B)(4): 9610612-2025-00121). Sw779t/ s4 polyaxial screw 6.0x60mm (aesculap ag reference no.(B)(4): 9610612-2025-00122). Sw778t/ s4 polyaxial screw 6.0x55mm (aesculap ag reference no.(B)(4): 9610612-2025-00123). Sw778t/ s4 polyaxial screw 6.0x55mm (aesculap ag reference no.(B)(4): 9610612-2025-00124). Sw656t/ s4 pre-bent rod 5.5x45mm (aesculap ag reference no.(B)(4): 9610612-2025-00125). Sw656t/ s4 pre-bent rod 5.5x45mm (aesculap ag reference no.(B)(4): 9610612-2025-00126). Sw790t/ s4 set screw new version (aesculap ag reference no.(B)(4): 9610612-2025-00127). Sw790t/ s4 set screw new version (aesculap ag reference no.(B)(4): 9610612-2025-00128). Sw790t/ s4 set screw new version (aesculap ag reference no.(B)(4): 9610612-2025-00129). Sw790t/ s4 set screw new version (aesculap ag reference no.(B)(4): 9610612-2025-00130).